Manufacturer narrative:
The reported complaint of a customer suspecting a blockage inside the icy catheter was confirmed during visual inspection. A kink on the shaft at 7.5cm from the catheter tip was observed in which likely cause the suk not to fill and the red flow wheel to not rotate. The exact timing and cause of kinking of the catheter cannot be determined. The probable root cause of the kinked icy catheter was likely due to user error. Upon visual inspection, observed the catheter shaft was kinked at 7.5cm from the catheter tip, thus confirming the reported complaint. No other physical damage was observed. Noticed blood residue on the balloons and in the medial luered tubing. All lumens were flushed without resistance. Pressure leak test was performed, the icy catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. No leak was found during testing. A known-good guidewire was inserted through the central lumen of the catheter starting at the distal tip, the guide wire gets stuck at 7.5cm from the catheter tip due to the kink on the shaft. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for a catheter with lot number 163479.

Event description:
During ivtm therapy and after 24 hours into treatment, customer noticed that the red flow indicator on the start-up kit (suk) was not rotating. The customer found no leaks or damage on the suk. The customer detached the suk from the icy catheter (lot #163479) and the suk flow indicator functioned properly without any issue. The customer seems to suspect a blockage inside the icy catheter. Per reporter, the catheter insertion into the patient's femoral vein was smooth. The thermogard console did not generate an alarm. There was no other temperature management or relative procedures performed on the patient. No consequences or impact to the patient.